Manufacturer narrative:
The device has not yet been returned for evaluation; therefore, a failure analysis is not available and we are unable at this time to determine if the device met specification, and the relationship between the device and the cause for this event. The device history records for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1210595. No adverse trends were identified.

Event description:
The complainant reported, that the clinicians were performing a therapeutic implant of a vaxcel chest port in a female patient. During the procedure, the clinician inserted the peel away portion, pulled the dilator and wire out, and then put the port catheter and tubing into the peel away portion of the device. When the nurse then tried to peel the sheath, the tab/wing broke off and did not stay attached to the rest of the sheath. The complainant reported that no portion of the sheath remained in the patient. The nurse practitioner then obtained another device and successfully completed the patient procedure. The nurse practitioner did report that the patient experienced slight bleeding post procedure, but that it was not related to the reported problem and that there was no adverse affect on the patient as a result of the reported problem.